Event description:
It was reported that during an endovascular procedure in a patient with acute ischemic stroke in right internal carotid artery, resistance was encountered while using the subject catheter and it kinked during adjustment. When the physician tried to withdraw the subject catheter, the tip of the subject catheter got separated. The broken fragment of the subject device was removed together with the long sheath and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be broken at 13cm and 25cm from the catheter hub. The catheter was seen to be kinked 9cm from the hub. The inner coil wind was seen to be exposed through the break on the catheter shaft. The catheter shaft was seen to be damaged. The catheter tip was seen to be damaged. Functional inspection not carried out due to the condition of the returned catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter kinked/bent was confirmed during analysis. The reported catheter tip broken/fractured during use was not confirmed during analysis, the catheter tip was damaged but no break was present near the catheter tip. The catheter shaft was seen to be broken and the catheter was seen to be kinked. The inner coil wind was seen to be exposed through the break on the catheter shaft. The catheter shaft and catheter tip was seen to be damaged. The as reported 'catheter kinked/bent' as well as the as analyzed 'catheter shaft broken/fractured during use', catheter kinked/bent', catheter shaft damaged' and 'catheter tip damaged' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported 'catheter tip broken/fractured during use' ¿as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that during an endovascular procedure in a patient with acute ischemic stroke in right internal carotid artery, resistance was encountered while using the subject catheter and it kinked during adjustment. When the physician tried to withdraw the subject catheter, the tip of the subject catheter got separated. The broken fragment of the subject device was removed together with the long sheath and the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.